Event description:
Event description cpi received information that this implantable pulse generator (ipg) had fluid in the header at implant. The physician elected not to replace the device. The ipg now has intermittent pauses in pacing.